Manufacturer narrative:
Catalogue #: a partial product code of 35700 was provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy, there was still about 200cc left in the intravenous (IV) bag after infusion stopped. "The reporter ran a liter of fluid twice through a pump and it had always worked". There was no report of patient injury or medical intervention associated with this event. No additional information is available.